Event description:
Connection issues associated to the channel during an implant attempt were reported. Reported, the lead pin broke during the connection pull test (refer to 1000165971-2010-00948). Another pacing system was subsequently implanted.

Manufacturer narrative:
(B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.